Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr became stuck in the lesion. The target lesion was located in the severely calcified long complex right coronary artery. This 1.50mm rotalink plus burr was selected and was advanced to the target lesion but was unable to cross the lesion, a 1.25mm burr was selected and successfully crossed the lesion. The burr was switched back over to the 1.5mm rotalink plus; however, the burr stalled mid lesion. The burr became stuck inside the calcified lesion. Nitroglycerin was administered to relax the vessel, after a few minutes that physician was able to remove the burr from the patient. It was noted that the physician only gave nitroglycerin. The physician unable to pass a balloon to complete procedure post rotablation, the procedure was aborted as there was some flow established and the patient felt "ok." No patient complications were reported and the patient's status is stable

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).